Event description:
Patient was undergoing ercp [endoscopic retrograde cholangiopancreatography], and an attempted eus-guided [endoscopic ultrasound] rendezvous was unsuccessful as the wire could not cross the distal stricture. Initial attempt was complicated by shearing of the wire with part of the wire sheath being left within the patient's common hepatic duct. This could not be removed.